Event description:
It was reported that the intra-aortic balloon (iab) was inserted. The membrane "broke while inside the pt." Additional information received on (B)(6) 2010 from the distributor stated that the iab was prepped per instruction.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.